Event description:
It was reported that this insertable cardiac monitor (icm) was explanted after less than two months of being implanted due to unknown reasons. No new device was implanted. No adverse patient effects were reported.